Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that during primary cataract surgery the light adjustable lens (lal, sn (B)(6), +20.5d) was implanted backwards. The surgeon was able to flip the lal to the correct orientation. After flipping the lal, a capsule tear was observed when the surgeon noted that the lens was tilting inferiorly. An anterior vitrectomy was performed, and the lens was successfully placed in the sulcus.